Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported system fault 101 (sf 101) indicating that the outlet pressure measurement may be incorrect was confirmed. The root cause of the system fault 101 was due to a faulty inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable (B)(4).

Manufacturer narrative:
The device was returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 101) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.